Event description:
It was reported that about two months post-implant, the patient experienced diaphragmatic stimulation in all configurations. The lv (left ventricular) lead was turned off and then explanted. During implant attempt of the replacement lead, two different epicardial leads were attempted, and in both cases the lead became hooked on the thoracoscopy port, which straightened the screw on the lead so that it was no longer usable. These leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 407652 implantable pacing lead, (B)(6) 2010. (B)(4).